Event description:
The facility reported an infusion pump with failure code 812:02. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation occurred on-site. Failure code 812:02 was confirmed on channel b. Failure code 812:02 is a motor excessive servo error. Inspection of the device found that failure code 812:02 was caused by a defective pump head module. The defective pump head module was replaced.